Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose level was 300 mg/dl-"high" on the continuous glucose monitor (cgm). Elevated blood glucose levels were addressed by manual insulin injection. Reportedly, the customer reverted to an alternate method insulin therapy.